Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information.

Event description:
The customer contacted stryker to report that their device failed to provide defibrillation therapy. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the initial reported issue reported issue. During evaluation stryker also observed the on/off button was not responding. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Further root cause could not be determined.

Event description:
The customer contacted stryker to report that their device failed to provide defibrillation therapy. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was not returned to stryker for evaluation. Stryker has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device failed to provide defibrillation therapy. This issue is patient related; however there was no adverse event reported.